Event description:
It was reported that a pt underwent a laparoscopic lysis of adhesions and laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy procedure on (B) (6) 2009. During the procedure, a clicking noise was heard and the blades did not rotate prior to first use. Replacement equipment was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B) (4)- blade will not rotate: prior to first use- conclusion : the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.